Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed. The doctor reported that the implant was placed on (B)(6) 2019 at tooth location #19. The patient returned on (B)(6) 2019 and complained of persistent pressure/pain in the area of the implant placement. Upon examination, the doctor noted that the implant was placed in a previously/simultaneously grafted site. It was at that time that the implant was removed. The pain disappeared after the implant was removed. The patient's current condition is reported to be satisfactory. The patient has type I bone quality, and has no pre-existing conditions. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: returned sample: the implant was returned but not in original package. The implant was verified to be a hahn tapered implant 5.0 mm x 8.0 mm (70-1154-imp0014) using radiographic template (pk-209-062515). There was no defect or nonconformity observed and the threads were intact. The internal structure was fine. Bone debris was observed from the implant. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: the root cause for this complaint cannot be explicitly determined. Physician did not report any loss of primary stability after the surgery or fail to osseointegrate. The implant was removed due to the combination of persistent pressure/pain. However, no abnormality from the implant was reported. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration."